Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, impaired healing, infection, bowel obstruction, abscess, pain, hospital admissions, cellulitis, fibroadipose tissue, fat necrosis, foreign body giant cell reaction, edema, fluid collection, bacterial infection, inflammation and adhesions. The device had been used with ethicon's prolene mesh pmii 3"x6" (lot# zdp435). Post-operative patient treatment included revision surgery, wound vac, repair of hernia, explant of mesh, extensive lysis of adhesions, small bowel resection, resection of ileocolonic anastomosis, debridement of chronic wound, drainage of intrabdominal abscess, blood transfusions, pain control, PICC line for antibiotics.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, impaired healing, infection, bowel obstruction, abscess, pain, hospital admissions, cellulitis, and adhesions. The device had been used with ethicon's prolene mesh pmii 3"x6" (lot# zdp435). Post-operative patient treatment included revision surgery, wound vac, repair of hernia, explant of mesh, extensive lysis of adhesions, small bowel resection, resection of ileocolonic anastomosis, debridement of chronic wound, drainage of intrabdominal abscess, blood transfusions, pain control, PICC line for antibiotics.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, impaired healing, bowel obstruction, abscess, pain, cellulitis, fibroadipose tissue, fat necrosis, foreign body giant cell reaction, edema, fluid collection, bacterial infection, inflammation, seroma, mesh migration, perforation, non-healing wound, discharge, and adhesions. Post-operative patient treatment included revision surgery, wound vac, repair of hernia, explant of mesh, extensive lysis of adhesions, hospital admissions, small bowel resection, resection of ileocolonic anastomosis, debridement of chronic wound, mesentery biopsy, drainage of intrabdominal abscess, blood transfusions, pain control, PICC line for antibiotics, medication, gallbladder removal, and CT scan.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (patient codes, device codes, imf codes) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, impaired healing, bowel obstruction, abscess, pain, cellulitis, fibroadipose tissue, fat necrosis, foreign body giant cell reaction, edema, fluid collection, bacterial infection, inflammation, seroma, mesh migration, and adhesions. Post-operative patient treatment included revision surgery, wound vac, repair of hernia, explant of mesh, extensive lysis of adhesions, hospital admissions, small bowel resection, resection of ileocolonic anastomosis, debridement of chronic wound, mesentery biopsy, drainage of intrabdominal abscess, blood transfusions, pain control, PICC line for antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, impaired healing, bowel obstruction, abscess, pain, hospital admissions, cellulitis, fibroadipose tissue, fat necrosis, foreign body giant cell reaction, edema, fluid collection, bacterial infection, inflammation, seroma, mesh migration, and adhesions. The device had been used with ethicon's prolene mesh pmii 3"x6" (lot# zdp435). Post-operative patient treatment included revision surgery, wound vac, repair of hernia, explant of mesh, extensive lysis of adhesions, small bowel resection, resection of ileocolonic anastomosis, debridement of chronic wound, drainage of intrabdominal abscess, blood transfusions, pain control, PICC line for antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, impaired healing, infection, bowel obstruction, abscess and adhesions. The device had been used with ethicon's prolene mesh pmii 3"x6" (lot# zdp435). Treatment provided for these conditions include laparoscopic repair of ventral hernia and wound care due to non-healing wound in (B)(6) 2016. In (B)(6) 2017, the patient underwent explant of infected covidien mesh, extensive lysis of adhesions, enterotomies, small bowel resection, resection of ileocolonic anastomosis, debridement of chronic wound, and drainage of intrabdominal abscess.